Event description:
It was reported that both the atrial and rv (right ventricular) lead were dislodged. The leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: rvdr01 implantable pulse generator, (B)(6) 2013. (B)(4).